Event description:
According to the reporter, during a total laparoscopic hysterectomy, in an attempt to close the vaginal cuff, half of the needle broke. An x-ray was used to confirm the piece of needle that was lodged in the vaginal cuff. The other half was still inside and loaded into the device. It was noted that the piece was left inside the patient. The procedure time was also extended for more than 30 minutes.

Manufacturer narrative:
D10. Concomitant product: vloca008l, vloca008l v-loc* 180 0 abs reload 20cm (lot#n4a2153y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual <(>&<)> fu nctional evaluation found no notable condition related to reported condition. It was reported that the needle was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of the disengaged unloading buttons that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue may occur during the inability of the user to unload an improperly loaded needle which might cause the necessity to exert pressure on the button which results in it disengaging or breaking. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the toggle levers are fully retracted prior to opening the jaws of the device. The reloading button should never be pressed when the instrument is in the body cavity, as this will release the needle. Inspect the application site to ensure hemostasis. Place additional sutures or use electrocautery if necessary to complete hemostasis. Endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. A thorough understanding of the operating principles, risks versus benefits, and the hazards involved in utilizing an endoscopic approach is necessary to avoid possible injury to the user and/or patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.